Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s). The image(s) was reviewed, and the complaint condition could be confirmed as the device is clearly broken into two (2) pieces. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patients plate broke. The hardware removal of a broken 2.4 lcp straight wrist was scheduled for (B)(6) 2021. It is unknown if there was surgical delay. Procedure outcome and patient status were unknown. Concomitant device reported: screws (part number unknown, lot unknown, quantity 6). This report involves one (1) 2.4mm lcp® straight wrist plate 170mm. This is report 1 of 1 for (B)(4).